Event description:
On 9/25/2006, insertion of 22g 1" protectiv IV plus catheter inserted, resistance felt, catheter pulled back until no resistance felt. Good blood return noted. Upon flushing. Injection noted. Catheter removed. Noted only half of catheter returned. Supervisor notified, pt's physician notified and surgeon on-call notified at request of physician. Instructions received from surgeon.